Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited out of range shock lead impedance measurements. Additionally, it was reported that three of lead diagnostics have also increased, the specific diagnostics were not reported. The patient was to be brought into the clinic for further evaluation. Additional information was provided that this patient was evaluated in the clinic and upon interrogation of the device, the function of the right ventricular (rv) lead was check. It was determine that even though the pacing impedance had also increased slightly, the lead appeared to be functioning normally and the patient will continue to be monitor. No surgical intervention has been planned at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.